Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation procedure to treat persistent atrial fibrillation, a farawave catheter was selected for use. The case progressed without issue until the point of farawave insertion. The sheath had already been positioned in the left atrium, and initial aspiration confirmed there was no valve or air leak. The catheter was inserted to the recommended position at the clear portion of the sheath for final aspiration. A guidewire was introduced into the farawave per standard protocol. Upon aspiration, air bubbles were observed distal to the farawave tip. Both the sheath and catheter were connected to properly inflated pressure bags, as recommended. It was initially assumed that the air originated from within the splines of the catheter. Multiple aspirations were performed while manipulating the catheter within the sheath, but bubbles continued to appear at the distal end. Additional wire manipulation and aspiration again revealed air bubbles. Air was clearly seen emerging from the distal tip of the farawave. All flush lines were inspected and appeared visually unremarkable. Despite continued aspiration, the presence of air bubbles persisted. No air was observed in the patient only in the sheath. A new catheter was introduced, and the remainder of the procedure was completed without further complications. The original device is expected to be returned for analysis. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The device was used for persistent atrial fibrillation; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf.

Event description:
During a pulse field ablation procedure to treat persistent atrial fibrillation, a farawave catheter was selected for use. The case progressed without issue until the point of farawave insertion. The sheath had already been positioned in the left atrium, and initial aspiration confirmed there was no valve or air leak. The catheter was inserted to the recommended position at the clear portion of the sheath for final aspiration. A guidewire was introduced into the farawave per standard protocol. Upon aspiration, air bubbles were observed distal to the farawave tip. Both the sheath and catheter were connected to properly inflated pressure bags, as recommended. It was initially assumed that the air originated from within the splines of the catheter. Multiple aspirations were performed while manipulating the catheter within the sheath, but bubbles continued to appear at the distal end. Additional wire manipulation and aspiration again revealed air bubbles. Air was clearly seen emerging from the distal tip of the farawave. All flush lines were inspected and appeared visually unremarkable. Despite continued aspiration, the presence of air bubbles persisted. No air was observed in the patient only in the sheath. A new catheter was introduced, and the remainder of the procedure was completed without further complications. The original device is expected to be returned for analysis. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter.